Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states they administered to much insulin and their levels dropped to 31mg/dl. The customer states paramedics were called and they were taken to the hospital. The customer's blood glucose level at the time of incident was 62mg/dl. The customer's most current level was 250mg/dl. The customer treated low with food. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The units left on status screen matched properly with units left on test reservoir. The insulin pump functioned properly. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.